Event description:
Reportedly, during the implantation day performed on (B)(6) 2012, upon device's interrogation with an orchestra plus (s/n (B)(4)), one of the three leads of the programming head was on. An error message stating that the device was not connected was displayed during interrogation attempts. The device was then found operating in a recurrent standby mode despite the re-initialization attempt and the programmer reboot. The device was interrogated with another programmer (s/n (B)(4)) and found in standby mode again. It was finally successfully re-initialized and reprogrammed with its previous settings. An explanation is required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.